Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the hex wrench was unable to fix the set screw into the header of the device. A new hex wrench was used to resolve the event and the patient was in stable condition.